Manufacturer narrative:
Based on the information provided to abbott and the investigation performed, the root cause of the reported event cannot be conclusively determined as no abnormalities were identified. The returned product functioned as intended during the evaluation performed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures.

Event description:
Prior to the procedure, with the patient prepped, the impedance values were unstable and the temperature was unable to be reached. Troubleshooting including changing the probes and verifying the connections, but the issue remained so the procedure was cancelled.